Event description:
It was reported that during a prostatectomy procedure, the appliers could not be reopened. They were reopened after several attempts. No damage was caused to the tissue. No patient consequence. Used another like device to complete the case.